Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented following patient alert due to a right ventricular (rv) lead fracture. It was also reported that the rv lead had high impedance, high threshold, high short interval counts (sic) with noted oversensing and the rv lead was unable to capture at maximum output. It was further reported that ventricular fibrillation (vf) and ventricular tachycardia (vt) detection was turned off to prevent possible inappropriate therapy. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.